Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that during a scheduled revision surgery to remove implants it was noticed that the tip of a previously implanted xia polyaxial screw at l5 left had fractured. The procedure was completed successfully and the tip was left in the patient.

Event description:
It was reported that during a scheduled revision surgery to remove implants it was noticed that the tip of a previously implanted xia polyaxial screw at l5 left had fractured. The procedure was completed successfully and the tip was left in the patient.